Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) recently received an inappropriate shock. The physician determined that the shock was delivered due to amplitude/morphological changes and subsequent oversensing. Boston scientific technical services (ts) was contacted for review, and it was confirmed that there was no evidence of non-physiological artifacts and that the oversensing was the result of a physiological morphological change. Ts recommended assessing the other sensing vectors to determine if they would be more suitable for the patient, or acquiring a new template. At this time, this s-ICD remains implanted and in-service. No additional adverse patient effects were reported.